Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would not power on. The cause of the inability to power on is a damaged battery connector (j1) on the defibrillator board, preventing the monitor from contacting the battery pack. The root cause of the damaged battery connector cannot be positively determined but was likely induced from excessive force when the battery was mated with the monitor. No adverse event resulted from the defective battery connector. The last pt to use this monitor did not report any deficiencies.